Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. On the same day, it is reported that a myocardial infarction (mi) occurred. It is unknown whether the reported mi is related to the target vessel. The investigator indicated that the reported event was unlikely related to the study device. Patient had no adverse events at 6 month follow-up.